Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer discovered while en route to the site that the customer had fixed the issue and service was no longer needed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawers 4.1 and 4.2 were not detected on the bus. The customer indicated that this malfunction occurred when a user attempted to dispense medication to a patient. This issue caused a delay in patient care. There were no adverse events or injuries reported based on this event.